Manufacturer narrative:
Implant date: month and year valid. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician used a venaseal closure system to treat one segment of the great saphenous vein (gsv). The procedure was completed without incident using local anesthesia and transducer compressions. Post procedure, the patient reported that a sore developed near the incision site. It was reported that skin irritation/burn was present. The patient was prescribed antibiotics and has not returned for a follow-up since this.